Event description:
Additional information received reported that everything was ¿ok¿ with the new implantable neurostimulator that was placed.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that the setscrew was backed out too far and cross threaded. The setscrew could not be realigned and could not be tightened down on to a known good lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the setscrew of the implantable neurostimulator (ins) could ¿not block¿ the lead.¿ it was unclear what this exactly referred to. The ins was not implanted and a different ins was used for the procedure. A follow up report will be sent if additional information is received.